Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage. The following information was provided by the initial reporter. The customer stated: "the syringe is leaking."

Manufacturer narrative:
H.6. Investigation: one sealed 10ml syringe was received, confirmed to be from batch #1119990 (p/n 302995). The sample was visually evaluated. No visual defects were found in the returned sample. The syringe was then tested for leakage at luer and yielded acceptable results per product specification. The reported defect was not identified in the samples received, therefore corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage. The following information was provided by the initial reporter. The customer stated: "the syringe is leaking."